Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection was unable to be conclusively determined through evaluation of heartmate 3 left ventricular assist system, serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 13¿ from the pump header. The remainder of the pump cable was returned and measured approximately 13". The sealed outflow graft was returned secured to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to the hardware. The apical cuff was returned secured within the cuff lock full engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Pump investigation revealed incidental findings consistent with extrinsic outflow graft obstruction were observed. Damage to the pump cable outer jacket and underlying armor layer was also observed 2-4.5" from the pump cable inline connector. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: findings consistent with extrinsic outflow graft obstruction were observed. Damage to the pump cable outer jacket and underlying armor layer was observed 2-4.5" from the pump cable inline connector. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists driveline infection as an adverse event that associated with the use of the heartmate 3 left ventricular assist system. Chapter 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Chapter 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This chapter also cautions the user to avoid pulling on or moving the driveline. This chapter further cautions: "do not twist, kink, or sharply bend the driveline" and notes that damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Chapter 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The patient handbook also contains information regarding how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient underwent transplant due to patient had driveline/ pump infection. The patient was on intravenous (IV) antibiotics, requiring surgical incision and drainage. The device operated as expected.